Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during preparation for an unspecified procedure at an unknown date, the esg-400 hf generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in prerov, czech republic, (returned to rrc on 2022/08/04). The evaluation at the rrc confirmed the occurrence of error e433 and traced the error back to a defective generator board. Thus, the reported incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.